Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noisy signals oversensing, high capture thresholds and pacing inhibition that was causing more than 2 seconds of asystole. No additional adverse patient effects were reported.